Event description:
It was reported that during a laparoscopic appendectomy procedure, the device only partially fired and did not complete the firing cycle. It is not known how the case was completed. All available information was reported. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.